Event description:
A caller reported that a pump malfunction occurred after the device was dropped. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the malfunction reappears.